Event description:
A patient reported on (B)(6) 2016 stating that their implantable neurostimulator (ins) had been replaced on (B)(6) 2016 because the battery ended and they thought it was normal. There were some issues with that ins, noting that they may have left it on for too long and the battery went low and stopped operating. They managed to "pick it up again", but it used a lot of energy. The ins had been implanted for sciatic pain, specifically pain in their back and down their right leg and in their knee. They stated that the ins worked like a dream. Secondary neck pain and stiff neck started about a year prior. Their doctor did some work regarding the neck pain in march, giving the patient several shots in the neck to get their neck to loosen up, but it did not work. The patient then had a couple other "procedures". In (B)(6) 2016 they went to a surgery center where they fixed it and it got better, noting that it took a week or so after the period of injection before they were finally pain free in their neck and "capable of thinking". The indication for use was failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on june 13th 2016 stating that the patient was seen for another problem, and the hcp had not been involved in the patient's implant care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.